Event description:
Boston scientific received information that during a follow up visit this right ventricular (rv) lead exhibited loss of capture and with suspected lead migration. The lead was repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.